Manufacturer narrative:
H6 evaluation codes investigation findings c20 was selected because no device investigations were able to be performed as no further information was able to be obtained from the study coordinator and we did not receive the devices back for evaluation. Further details were requested from the study coordinator multiple times such as lot-/serial no.'s, possible root cause and if fluoroscopic images are available for further evaluation. No further information was provided. With the available information we are unable to determine the cause of this incident and assign a root cause. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events, potential clinical and device adverse events, possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited. To: endotension / endoleak. According to the study database entries early vessel bifurcation of the right renal artery has contributed to the insufficient landing zone in the rra which has caused the endoleak. The physician classified it a procedure-related event.

Event description:
The following was reported to gore on 1/31/24 from a retrospective study: on (B)(6) 2021, this 77 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, five gore® viabahn® vbx balloon expandable endoprosthesis devices to the superior mesenteric artery (2), right renal artery (1), and left renal artery (2), and a bare metal stent to the left renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have an endoleak type 1c for insufficient landing of the right renal stent on (B)(6) 2021. Endovascular reintervention in the right renal artery (rra) occurred on (B)(6) 2021 in which a gore® viabahn® vbx balloon expandable endoprosthesis (bxa055902e/ni) device was implanted in the rra. The device was patent at the end of the procedure. The patient was noted to have recovered/adverse event resolved without sequelae. Reportedly early vessel bifurcation has contributed to the insufficient landing zone in the right renal artery.

Event description:
The following was reported to gore on (B)(6) 2024 from a retrospective study: on (B)(6) 2021, this 77 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, five gore® viabahn® vbx balloon expandable endoprosthesis devices to the superior mesenteric artery (2), right renal artery (1), and left renal artery (2), and a bare metal stent to the left renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have an endoleak type 1c for insufficient landing of both renal stents on (B)(6) 2021. Endovascular reintervention in the right and left renal arteries occurred on (B)(6) 2021 in which two gore® viabahn® vbx balloon expandable endoprosthesis devices were placed. Gore® viabahn® vbx balloon expandable endoprosthesis (bxa055902e/ni) was implanted in the right renal artery and gore® viabahn® vbx balloon expandable endoprosthesis (bxa053902e/ni) was implanted in the left renal artery. The devices were patent at the end of the procedure. The patient was noted to have recovered/adverse event resolved without sequelae.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the study coordinator such as lot-/serial no.'s, possible root cause and if fluoroscopic images are available for further evaluation. No further information was provided yet. Please notice that upon further review of this case this report was sent for the endoleak in the right renal artery where 1 vbx-device was implanted (bxa067902e/ni ). Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.